Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and was not delivering insulin. Blood glucsoe level at the time of the incident was 177 mg/dl. The insulin pump will not be replaced and the customer will not return the device for analysis.